Event description:
It was reported that during the implant procedure, the lead exhibited high thresholds and unstable impedances. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and damage at implant.